Event description:
Major pump unit(s) involved: blood pumpadditional text: pocket infectionspecific component(s) involved: other component malfunction, specifyadditional text:other component: vad pocket infectioncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : pocket revisionimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction, specify.